Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? L.c. What is the procedure date? (B)(6) 2021. What was used to complete the procedure? Change new one. Did the surgery was completed successfully? Yes. Could you please confirm when did the issue (suture separate from needle) occurred? It was found in the package, at the moment to take the suture from the package or during the procedure? Please clarify. During the procedure a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.